Manufacturer narrative:
The device involved in the incident was not returned for evaluation. The device was implanted for 3 1/2 years prior to removal attempt. Each patient has a different reaction to an implanted foreign body. There are many variables that contribute to the encapsulation of a textile such as surgical technique, patient hematology, and concurrent drug therapy. Biocompatibility testing was performed on the device materials in accordance with iso standards. All tests, including hemocompatibility, passed. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
The port was placed about 3 1/2 years ago, it was ready to be removed in the operating room. Attempted to remove but the catheter was struck, it would not come out and had to reschedule for another day. Second attempt to remove the catheter was done in the cath lab about five days later, which was successful.